Event description:
The clinician reports the implant was inserted (B)(6) 2016 in ada 3. Implant surface not completely covered with bone. On (B)(6) 2019, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event thepatient experienced: mobility and swelling. No further patient complications were reported.